Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt broke during graft guidance. The device was removed from the patient, and the procedure was completed using an ar-1588btb-2j tightrope ii btb. No significant surgical delay occurred, and no additional anesthesia was required. The issue occurred during an aclr procedure on (B)(6) 2026, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.